Event description:
During the troubleshooting for an unrelated alarm on the homechoice device, it was determined that the home patient had the final line clamp open. The care giver saw air in the line. This occurred during initial drain, the home patient was connected. The technical service representative (tsr) had the home patient press stop, close the clamps, and cycle the power. The tsr assisted with ending therapy and getting the set out. Tsr recommended that the home patient start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An open clamp on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.